Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated that patient was at the bank and "all of a sudden" she had an accident and the accident was bad. Patient stated luckily she was wearing panties that help control it. Patient stated after cleaning herself up she went back to the teller and it happened again. Patient stated she has had this problem on and off since (B)(6). The patient stated it got worse one time and she "bumped it up". The patient has also changed programs once and was currently on program 3. The patient indicated that the symptom were at least 50% better with the device placed. The patient was directed to contact their healthcare provider if the symptoms don't improve to discuss changing programs. It was reviewed to patient that patient being away from the patient programmer (pp) doesn't cause stimulation to stop and patient can increase stimulation. The patient indicator for use were for fecal incontinence and gastrointestinal/pelvic floor. No further complications were reported/anticipated.